Manufacturer narrative:
The device history report (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for eval, therefore, the complaint could not be confirmed. The actual sample is needed in order to perform a proper investigation and determine a root cause. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: the double swivel connector came loose. There was no pt involvement in this incident.